Manufacturer narrative:
Multiple attempts have been made to obtain the device in question; however, it has not yet been received.

Event description:
The complaint/event involved a admin set, clave¿, ext smallbore, 2 nanoclave¿. The customer reported that the tubing of the device broke during use. This device was in use for injection of fludeoxyglucose f 18 (fdg). Part of the tubing was removed to perform imaging. Syringe connection + extension for injection of contrast product (ultravist). Upon attempting to inject the contrast product, the non-return valve broke where there was no connection (blue catheter - speed 2.2 ml/s). Consequently, there was no pdc for the patient. There was no harm or clinical consequences, but there was a report of unpleasant experience for patient and care team, non-productive examination. A new diagnostic examination was scheduled without therapy delay, a new examination in a second phase. There was a leak of the administered product and a reflux of blood that was cleaned up according to facility protocol with no specific kit. There was nothing special to report about the patient¿s condition before, during or after the incident. The patient did receive the full intended dose at that time.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of tubing break could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.